Event description:
During an endo-rectal pull through surgery, the team used the ceea 31mm autosuture stapler. Part of the stapler did not fire the whole circumfernetial load. The device did not work properly, it was then carefully removed by the attending surgeon.